Manufacturer narrative:
This issue was previously reported on (B)(4) with MDR 3030677-2018-00983. The device investigation is complete.

Event description:
It has been reported that the device is failing self-test due to the device being flooded.